Event description:
The instruments were used during a low anterior resection. It was reported the surgeon fired the axttg on the rectum. It worked fine. Surgeon reported more margin so he fired a second ax55g. Surgeon stated no staples formed. Upon firing a third ax55g, the instrument worked fine and the staples formed. Rep arrived in room after 2nd ax55g was used. Circulator threw first and second instruments in trash together. Upon retrieval, unable to tell which stapler was the one which didn't form the staples. Rep returning both. There was no consequence to the pt.